Event description:
Home pt (hp) reported a system error alarm 2240 during automated peritoneal dialysis treatment. Hp had accidentally disconnected the pt line causing the alarm. Hp discontinued treatment at time of the 2240 rn reports that there were neither injury reported nor medical intervention performed.